Manufacturer narrative:
The device is available to be returned for evaluation. However; it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that during infusion of 5-fu, leakage was found on filter vent while the vent cap was closed. Although there was patient involvement, there was no human harm reported.

Manufacturer narrative:
The following returns were received for investigation: one used list #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #5849904. One (1) used. List #unknown, bag spike adapter with spiros; lot #unknown. As received the air filter on the vent plug juncture of the used primary plum set was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information can be found in b5. D9: date returned to mfg: 10/28/2022.

Event description:
Additional information from the customer was reported that there was no unprotected chemotherapy exposure to the patient, healthcare worker or other person. The set was replaced and therapy resumed without any problem.